Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro failed to deliver energy and did not cauterize. The cords were changed, but the device still did not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Tissue was observed on the heater wire. The heater wire was observed to be slightly bent on the hot jaw, but remained attached at both the tip and base of the hot jaw.. There were no non-conformities observed to the silicon on the jaws. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method". The device activated and transected tissue five (5) times with no cautery failure observed. Clean cuts were made by the cautery. Based on the return condition of the device and the evaluation result, the reported complaint was not confirmed for the reported failure mode "failure to deliver energy" but was confirmed for the analyzed failure "material twisted/bent".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro failed to deliver energy and did not cauterize. The cords were changed, but the device still did not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.